Event description:
It was reported after completion of a da vinci procedure, the 8mm cannula failed gage pin check. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The accessory was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The cannula failed gage pin check. The gage pin did not pass all the way through the cannula. Gage pin got stuck at the tip of the cannula. Evidence not conclusive but failed gage pin check may be due to likely mishandling/misuse. No other damage found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however failed gage pin check test were to recur could cause or contribute to an adverse event.